Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 400 mg/dl. It was reported that the customer was hospitalized for month due to not diabetic illness and customer had strep throat which sends customer to diabetes ketoacidosis. The display was not blank less than 30 seconds. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. It also reported that the display did not returned after insulin pump restart. It was also reported that insulin pump had blank display and display was blank currently. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.